Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, after the first squeeze, the two reloads opened suddenly and all the staples were deployed in the patient's abdomen without forming a b-shape. The doctor tried to remove as much undeployed stapleson the tissue as he can. Another reload was used to complete the procedure. In addition, a piece of metal that broke from the cartridge was found in the abdomen, which was retrieved from the abdomen with a grasper through the trocar. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the loading units were fully fired. The clamping mechanism of the first loading unit was bowed and the clamping mechanism was deformed. The second loading unit clamp bar had broken out of the anvil and the clamp button was disengaged from the device. The first loading unit was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Due to the condition of the second loading unit, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed clamping mechanism and broken clamp bar condition may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.